Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
The merge hemodynamic recording system is used to monitor o2 saturation while performing cardiac catheterization procedures. It was reported that the spo2 value was freezing on the hemo monitor. If pulse rate is measured from spo2 values, the pulse rate also freezes which causes the hemo monitor to display stale data. The site reported that the oxygen saturation (spo2) label is showing up on the screen but is showing a 0 for a value on version 9.30 of merge hemo.